Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure, the tech opened the package and observed that the 3.5x32 mm taxus express2 stent was damaged. The procedure was successfully completed with another 3.5x32 mm taxus express2 stent.